Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and one month post filter deployment computed tomography revealed the filter was positioned at the level of the renal veins, there was extensive penetration of the legs circumferentially into the adjacent liver, retroperitoneum, left and right renal veins. Additionally, there was an interval fracture with 2 individual legs no longer attached to the apex, the legs were partially embedded within the liver with the cephalad segments within the lumen of the inferior vena cava. Approximately one month later, patient presented for filter retrieval. Additionally, there were three fractured struts there were partially attached. Under fluoroscopic guidance able to secure 2 the fractured legs using both rigid forceps and a 20 rom loop snare. Subsequently secured the filter itself with the rigid bronchial forceps and successfully retrieved through the sheath. Finally, there was a third fractured strut aligned the transverse were able to grab with rigid bronchial forceps and completely removed. At the conclusion of the procedure, removed all the fractured struts and the filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2014)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with contraindications to anticoagulation. At some time post filter deployment, it was alleged that filter limbs detached and perforated into the retroperitoneum, left and right renal veins, and perforated and partially embedded in the liver. The device and detached limbs were removed percutaneously using a loop snare and rigid bronchial forceps. The patient experienced abdominal pain and shortness of breath; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment, perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2014; manufacturing date 03/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with contraindications to anticoagulation. At some time post filter deployment, it was alleged that filter limbs detached and perforated into the retroperitoneum, left and right renal veins, and perforated and partially embedded in the liver. The device and detached limbs were removed percutaneously using a loop snare and rigid bronchial forceps. The patient experienced abdominal pain and shortness of breath; however, the current status of the patient is unknown.